Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) unknown biomet implant for evaluation. Visual evaluation of the as returned product identified signs of use, apparent bone / tissue attached to external threads. The implant fractured at the collar. The implant was identified as an unknown biomet implant. Infection is a medical condition and was non-verifiable. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (unknown biomet implant) is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Based on the investigation and risk management file review as per rmf, the most likely root causes determined from the investigation are patient factors, clinician places implant in a patient with poor oral hygiene or parafunctional habits incompatible with long-term osseointegration of implant, bacterial infection. Therefore, based on the available information, device malfunction for the unknown biomet implant did occur, and the reported event (fracture implant) was confirmed. Infection is a medical condition and was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. D1: brand name unknown / provided. D4: additional device information unknown / not provided. G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
Doctor reported implant collar fracture #(B)(6) , removal of the crown, removal of the implant and immediate replacement. Symptoms: pain, infection and mobility.